Event description:
It was reported that there were lines going across the display of the blood glucose monitor and a portion of the dispaly was becoming blurred. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).